Manufacturer narrative:
The product was not returned for eval; it remained implanted. A review of the manufacturing records indicated that the product met quality requirements for product acceptance. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was initially admitted for a prostate robotic procedure. Deep vein thrombosis (dvt), a pulmonary embolism and a hematoma resulted as complications from the procedure; therefore, the decision was made to implant a trapease filter. The pt had a trapease filter implanted in 2008 just below the renals. It was noted that the inferior vena cava (ivc) was much smaller then 2.8mm. The next day, the physician performed a scan and the product looked good. The pt was doing fine post implant and was on anticoagulants. Four days later, while in the intensive care unit, the pt complained of severe back pains and an lss was performed. It was then noticed that the filter had migrated to the level of the hepatic vein. No barbs, from the filter, were noted to be perforating the vessel. The filter blocked off both renals and the ivc. Thrombolysis with an angiojet was attempted, however, it clotted off. The pt was then put on dialysis. Thrombolysis with a tpa is planed for the future with a hematology team.